Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an error b30 occurred during inspection for use for an unknown procedure involving an olympus endoeye flex deflectable videoscope. There was no patient harm reported.